Manufacturer narrative:
Device was used for treatment, not diagnosis. Muller f., galler m., zellner m., bauml c., fuchtmeier b. (2015) the fate of proximal femoral fractures in the 10th decade of life: an analysis of 117 consecutive patients. Injury, int. J. Care injured 46 (2015) 1983¿1987 germany. This report is for unknown dynamic hip screw (dhs)/unknown quantity/unknown lot /UDI # unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: muller f., galler m., zellner m., bauml c., fuchtmeier b. (2015) the fate of proximal femoral fractures in the 10th decade of life: an analysis of 117 consecutive patients. Injury, int. J. Care injured 46 (2015) 1983-1987 germany. Purpose of study: to date, there is a lack of valid data with larger populations of patients in their 10th decade of life in the analyses of proximal femoral fractures. Patient demographics: the inclusion criteria focused on all proximal femoral fractures in patients 90-99 years of age mean age 92.3 years who underwent surgical treatment between 2009 and 2012. There were 98 females and 23 males. Type of surgery: pertrochanteric femoral fractures (type a1 and a2 injuries according to ao) were exclusively treated using dynamic hip screw (dhs) (25) or proximal femoral nail (pfn) (30) (synthes, (B)(4)). There were 5 subtrochanteric femoral fractures (ao type a2.3), which were exclusively treated with long pfn. Fractures of the femoral neck (type b injuries according to ao) were treated by performing alloarthroplasty (61) with non synthes implants. Products used: pertrochanteric femoral fractures (type a1 and a2 injuries according to ao) were exclusively treated using dhs (25) or pfn(30) (synthes, (B)(4)). There were 5 subtrochanteric femoral fractures (ao type a2.3), which were exclusively treated with long pfn. Complications reported: mechanical implant failure (so-called "cut-out") was observed in 4/25 patients (16%) with dhs with revision to total hip arthroplasty. . This is report # of # for (B)(4). This report is for an unknown dynamic hip screw (dhs) (25).